Event description:
Legal claim received. It does not report the reason for the complaint, but it does indicate that patient may have been revised. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening. Dor: (B)(6) 2012. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
**Update** (B)(6) 2012; patient fact sheet was received, which identified lot information correction of cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.